Event description:
Reporter indicated that treating neurologist was unable to communicate with patient's device at office visit. The patient had reportedly experienced an increase in seizures and no longer experienced voice change with stimulation. It is not known whether the increase in seizures is above pre-vns baseline seizure frequency or merely an increase from efficacy previously obtained with the vns therapy. Based on reported device settings, the estimated battery life for the patient's generator was calculated to be 0.56 to 1.0 years. Investigation to date has been unable to determine whether the device has reached normal end of service due to the aggressive device settings or whether a malfunction occurred. Further follow-up revealed that the patient was scheduled for surgery.